Event description:
While transferring the resident from a chair with a floor lift, the leg of the lift got stuck under the support wheel of a wheelchair. This pushed the wheelchair which made the wheelchair, the lift and the pt fell. The transfer of the resident was performed from the side.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc, on behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. It was noted that the handle of the lift was broken and that normal wear appeared on the lift. The sling was in good condition. Add'l info will be provided following the conclusion of the MFR's investigation.